Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was prescribed two courses of antibiotics (dates not reported). The implanted device remains.